Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an eval could not be completed. If the device is identified and returned, an eval will be completed and a supplemental report will be submitted.

Event description:
It was reported that an unspecified amount of spectrum pumps were "slow to respond when the keys were touched". Any pt involvement, injury or medical intervention is unk.